Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malf code 01 and unexpected shutdown-unresponsive issues were verified, but the touchscreen unresponsive-nonfunctional issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that a malfunction alarm occurred, the pump touch screen was unresponsive, and the pump shut off unexpectedly. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.